Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that md inserted iab sheathless in 2007. Position of the iab was x-rayed, and the iab was connected to the iab pump. The next day, the pump emitted helium leak alarms, and the iab was removed from the patient. The md noticed that the tip of the catheter was broken. The patient did not require another iab because his health improved. There were no reported patient complications.